Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and a non-penumbra sheath. During the procedure, the physician completed treatment in the extracranial carotid area using a jet7 under aspiration. Upon removal of the jet7, the physician experienced resistance and broke the proximal end of the jet7. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra aspiration catheter and the same sheath. There was no report of an adverse effect to the patient.